Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an unknown surgery with a tfna long for a subtrochanteric fracture of the right femur. During reaming of the femur, it was found that the reaming rod was not sterilized. The surgeon said he/she could not wait until it was sterilized, and at the surgeon's discretion, he/she did not ream the femur and used the thinnest 9mm diameter nail. For length, measurements were taken with a metal measuring tape (03.037.006). The nail was inserted smoothly, but the surgeon said he/she had wanted to insert a nail with another millimeter larger diameter to better ensure fixation. The surgery was completed successfully with no surgical delay. The patient outcome was stable. No further information is available. This report is for one synream reaming rod ã¸2.5 short l950 this is report 1 of 1 for complaint (B)(4).